Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
It was reported that shaft break occurred. During unpacking of a 12mm x 2.50mm nc quantum apex balloon catheter, it was found that the shaft was broken. The procedure was completed with another nc quantum apex balloon. No patient complications were reported.

Event description:
It was reported that shaft break occurred. During unpacking of a 12mm x 2.50mm nc quantum apex balloon catheter, it was found that the shaft was broken. The procedure was completed with another nc quantum apex balloon. No patient complications were reported. It was further reported that the break occurred adjacent to the hub.

Manufacturer narrative:
B5 describe event or problem: updated to include new information obtained. E1: initial reporter first name: (B)(6).

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1: initial reporter first name: (B)(6). The device was returned for analysis. Visual, tactile, and microscopic examinations identified multiple kinks and a break in the hypotube shaft, located distal to the distal end of the strain relief. No issues were observed in the shaft polymer extrusion. Microscopic examination of the balloon material indicated that it had been subjected to positive pressure; the balloon was unfolded, and contrast media was visible within it, though no damage to the balloon material was identified. The distal tip was intact with no visible damage. Microscopic evaluation of the proximal and distal marker bands also revealed no damage. A detailed microscopic inspection of the shaft polymer extrusion identified a leak in the midshaft region, approximately the distal tip. Functional testing was performed by attaching the device to an encore inflation unit. During inflation, a leak was observed at the midshaft location, preventing full balloon inflation. The encore inflation unit was verified for proper function before and after testing using a druck gauge. No additional device issues or defects were identified during the returned product analysis.

Event description:
It was reported that shaft break occurred. During unpacking of a 12mm x 2.50mm nc quantum apex balloon catheter, it was found that the shaft was broken. The procedure was completed with another nc quantum apex balloon. No patient complications were reported. It was further reported that the break occurred adjacent to the hub.